Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the electronic proglide instructions for use (eifu), as a potential adverse event of use of the device. Without the device returned for analysis and specified failure mode a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The other 3 proglide devices referenced are filed under separate medwatch report numbers. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that suture placement in both common femoral artery was completed with proglide devices, using the pre-close technique, relative to a valve implantation procedure. Reportedly, at the right common femoral artery, occlusion occurred with failure of the proglide devices and a non-abbott device. Cross-over dilatation was performed and a non-abbott stent was placed. Reportedly, at the left common femoral artery, the proglide devices and a non-abbott closure device failed ¿implantation¿. Cross-over dilatation was performed and a non-abbott stent was placed to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.